Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported thermal event. Lot release was found to have met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s938usqs7bylr. Hardware: sm-s938u. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that when the patient began charging the device, they noticed it got hot and the battery started "bulging". The controller progressively got warmer, within an hour of being on the charger. Patient was using a manufacturer supplied charging cable. No blood glucose level was reported.